Event description:
MDR decision date: (B)(6) . No serious injury alleged. Malfunction alleged. Customer states that her car and house charger gets really hot when her xpo2 is charging. Customer also states that her machine is not keeping a charge. Customer was not able to provide the serial number. MDR filed.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model xpo100, serial number/date (B)(4) is approximately 1 year old. The owner's manual part number 1148112 rev. D (dec-09), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The female consumer's age is (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Malfunction has not been confirmed.